Manufacturer narrative:
The ipg passed visual, electrical and performance tests performed. There were no reported complaints about the functionality of the scs system. The ipg exhibits normal device characteristics. The root cause of the reported pocket pain is unknown.

Event description:
A report that a patient had pocket revision due to discomfort was received. The physician explanted the ipg; though nothing was wrong with it. The patient is reportedly doing well following the procedure.

Event description:
A report that a pt had pocket revision due to discomfort was received. The physician explanted the ipg; though nothing was wrong with it. The pt is reportedly doing well following the procedure.